Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump passed the current tests, the self test and the off no power test. The insulin pump had a cracked display window, a cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated the device alarmed when they were attempting to bolus. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the device. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Assisted customer with clearing alarm from device. Customer's blood glucose level was 198 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).